Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 2010 and was last repaired on (B)(4) 2013 for a similar issue. Previous repair included replacement of the roller gear and roller, comb, ratchet gear, side plates and right hinge. Both cutters, 1.5:1 ratio cutter serial number (B)(4) and 2:1 ratio cutter serial number (B)(4), were previously returned. The gears, collars, and bushings to both cutters were replaced during the previous incident. Evaluation of the device observed damage to the roller gear teeth and significant deformation of the comb tines. Prior to repair, both the test mesh and calibration check could not be performed due to the damaged comb. Repair of the device included replacement of the comb, roller gear, and guide block. Customer returned two cutters for evaluation; 1.5:1 ratio cutter serial number (B)(4) both had damaged gear teeth and worn blades. The 1.5:1 ratio cutter did not product an acceptable test mesh and was deemed non-repairable, while the 2:1 cutter did product an acceptable test mesh. It was noted that the customer is a cadaver tissue bank which experiences heavy usage of devices. Improper handling most likely caused the damage to the roller and cutter gears, and the comb, causing the customer's reported event. The device was serviced and returned to the customer.

Event description:
It was reported that the zimmer skin graft mesher's gears are damaged on the device and need to be replaced. The facility reporting the event is a cadaver tissue bank. As such, there was no report of patient injury.